Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient experienced pain at the ipg site. Programming was attempted but could not provide resolution. As a result, the ipg was explanted and replaced with a different model on (B)(6) 2017. The issue was resolved.